Event description:
Patient was revised to address thigh pain. The stem was stable, but there was no bony ingrowth.

Event description:
**Update** 12/21/2012 - medical records were received from legal. Part/lot information was identified. Records are available on disc if needed for further review.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the lot code required was unavailable. The investigation could not verify or identify any evidence of product contribution/error regarding the reported event with the information available. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed at this time.

Manufacturer narrative:
This complaint is still under investigation.